Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code as they were driving to work and the pump was in their pocket. There was no impact on the customer&#38112;blood glucose levels. A replacement pump was shipped. Customer will use manual injections as backup therapy until they receive the replacement.